Event description:
Same case as 2134265-2015-01620 and 2134265-2015-01581. It was reported that automatic pullback failure has occurred. During an unknown procedure, a motor drive unit(mdu) was used in conjunction with an opticross imaging catheter to diagnose an unknown target lesion. Prior to the procedure test imaging was performed but the mdu5 plus recognized the opticross as atlantis pv 15mhz and this device did not perform pullback properly. Re-imaging was performed, but the same issue had occurred. The procedure was completed by rebooting the ilab and reconnecting the catheter and sled. No patient complications reported and the patient's condition is unknown.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).